Manufacturer narrative:
(B)(4). Device evaluation summary: four unopened samples of product code w8710, lot kkj553 were returned for analysis. During the visual inspection of four samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no performance - breakage suture was found and the tested samples met the finished goods requirements. A manufacturing record evaluation was performed for the finished device batch kkj553-w8710 and no non-conformances were identified. Representative samples returned to support investigation of 4 device issues captured in reports 2210968-2019-82583, 2210968-2019-82585, 2210968-2019-82586 and 2210968-2019-82587. Analysis results have been included in follow-up reports for each.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a valve repair on (B)(6) 2019 and suture was used. During the procedure, the suture broke. Another like device was used to complete the procedure with no adverse patient consequences. No additional information was provided.